Event description:
The pt experienced decreased pain relief. The pump had less volume than expected; the expected volume was 11ml, the actual volume was 18 ml. A rotor study was done and confirmed rotation. The physician was assuming the catheter was occluded. Catheter aspiration was minimal. The catheter was flushed and aspiration/flow increased. The pump was replaced successfully. Following the replacement, the pt was receiving pain relief. The device system was used to deliver morphine, clonidine, and compounded baclofen; 20 mg/ml, 2 mg/day. It was noted that the physician was aware that compounds were not approved.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Analysis of the pump revealed no anomaly found; normal device function.